Event description:
It was reported that the pump vibration was too loud. There was no reported impact to the customer's blood glucose level. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.